Manufacturer narrative:
(B)(4). Manufacture date: january 27, 2016 ¿ january 28, 2016. The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the cause of fluid leak was identified to be an untightened blue winged luer cap. A functional leak test was performed after tightening the cap, and no issues were noted. The sample met product specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a large volume infusor was compounded with fluorouracil, a leak was discovered from the winged luer cap. There was no patient involvement. No additional information is available.